Manufacturer narrative:
On february 26, 2025, mentor received additional information indicating that the patient's date of explantation was updated to (B)(6) 2025. In addition, the suspect medical device was also identified to be a 275cc mentor smooth round moderate profile saline (catalog: 3501640 lot: 5951320). The patient's implants were replaced bilaterally with the following devices: (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9994750 sn: (B)(6) and (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9994750 sn: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On march 19, 2025, the mentor failure analysis lab received the device for evaluation. On march 26, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the sal smooth rnd diap 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.9 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The contralateral device was also received (lot number 5951162). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2024. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor smooth saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2024.